Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and confirmed the shipping details. The customer understood the instructions on how to put the faulty pump into storage mode and agreed to return it within ten days using a pre-paid label.